Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat the mid right coronary artery (rca) with moderate calcification, heavy tortuosity. After a non-abbott stent [ultimaster 3.5mm] was deployed, the nc traveler 4.0mm balloon was used for post-dilatation, but the balloon ruptured during the first inflation at 12 atmospheres (atm). A non-abbott balloon (raiden4.0mm) was inflated at 16 atm, and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.